Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally the 3.3v wire in the cable connecting ECG "a" and "b", to the front therapy electrode was open. The root cause for the strained cable was excessive force. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated non-reportable death, a reportable malfunction was found.